Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 3/30/16 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: unable to duplicate complaint about keypad - keypad is intact with no evidence of peeling or damage, all keys are responsive. Removed the keypad, no evidence of contamination on key contacts. Opened pump. No evidence of the moisture corrosion near keypad connector. Unrelated to the complaint, the battery compartment is cracked from the top to cover part and also below bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.